Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured out of range shocking impedances since the day following the implantation procedure. The shocking lead electrogram morphology has also changed. The rate/sense channel measurements have remained normal and stable. The clinic was unable to create noise on electrogram with pocket manipulation.